Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, lot #246050, inratio: 1.3; lot #248203, inratio: 2.0. Pt's target therapeutic range is about 2.0-3.0. Pt initially tested with lot 246050, about 15 minutes later pt retested with lot 248203.

Manufacturer narrative:
Add'l lot #246050. Investigation pending.